Event description:
Treatment of an aneurysm. During pipeline deployment, it was reported that the pipeline would not release from the distal capture coil and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was not returned for evaluation. (B)(4).

Manufacturer narrative:
Only the pipeline was returned for analysis. The pipeline was examined and found fully opened with one end being damaged. (B)(4).

Manufacturer narrative:
(B)(4)